Event description:
Pt had noticed that front wheel of 4 wheeled walker was "not acting right," but continued to use. She used walker going down stairs and when front wheel contacted floor of garage, walker tipped forward and to the right. Pt fell and become tangled in frame. Pt suffered some bruising but no serious injury. Two days later, using the same walker, she was pushing it and the caster detached. She did not fall and there was no injury at this time.